Event description:
It was reported that this patient received two inappropriate shocks due to oversensing of accelerated idioventricular rhythm. The electrode was subsequently abandoned and replaced with a transvenous system. No additional adverse events were reported.